Event description:
Customer called stating that there are no confirming sounds after programming not on activation. Rec'd a visual no delivery alarm but no sound. Customer wants to remain on unit until replacement arrives and will monitor blood glucose closely.